Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Oral-b) brush heads have been sitting very loosely on the metal pin of the hand piece [device connection issue]. (Oral-b brush heads) slip off while brushing [device breakage]. Case description: male consumer via e-mail stated that his oral-b brush heads sat very loosely on the metal pin of his oral-b genius 9000n hand piece, and they slip off while brushing. No injury was reported.

Manufacturer narrative:
27-oct-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Male consumer via e-mail stated that his oral-b brush heads sat very loosely on the metal pin of his oral-b genius 9000n hand piece, and they slip off while brushing. No injury was reported. 24-sep-2021 case update: concomitant product updated to oral-b power power oral care refills crossaction eb50. No further information was provided.